Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected and problems with recharge coupling were the primary reason for the overdischarge. It was stated a physician mode recharge (pmr) was performed and the ins was reporting a power on reset (por) but they were getting no coupling bars. It was noted repositioning the antenna and pressing the start charge button was attempted but there was no success. Reportedly, the antenna locate feature was used and initially it got 58 and after moving the antenna got 80. When the green button was pressed, it was stated all eight coupling bars were shaded. They were able to get the ins out of overdischarge, charge it up and clear the por. It was noted the patient had difficulty charging always and it was stated an x-ray was scheduled for the day of report to confirm ins wasn¿t flipped. Reportedly, the patient had some weight loss and was very thin. It was stated the implant coupling was very difficult and spotty, and they would move just a little bit and it would drop from eight bars to zero. It was noted reprogramming would be done after the x-rays and the patient was able to recharge normally. A day later, it was reported they were unable to interrogate the ins to determine what error code accompanied the por. It was stated the x-ray confirmed the device was not flipped. Reportedly, the patient had not charged their ins for several months because it was difficult to get strong coupling and they had an awkward placement of the ins in their right lateral flank area. It was noted the patient was educated on using the antenna locate feature to maximize coupling and the patient was reprogrammed and instructed to exercise their ins. It was reported the patient was doing well. However, a year later the patient stated she discovered she couldn¿t recharge the ins since the event occurred. It might have been the ins placement, but the ins currently had not worked in a ¿long time¿ because the patient could not recharge it. The patient remembered that she met with 2 manufacturing representative and spent hours trying to get the ins to take a charge unsuccessfully. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.